Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient underwent revision surgery to remove the excess skin (specific date not reported). The implanted device remains.